Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements of up to greater than 120 ohms. The shock impedance alert value was raised to 150 ohms and they would continue to monitor the patient. No additional actions or interventions were planned at that time. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information received reported that the shock impedance measurements increased to greater than 200 ohms. No further troubleshooting was performed at that time. The patient was scheduled for a lead replacement in the future. No adverse patient effects were reported. The lead remains in service.